Event description:
Reference MDR #1219856-2010-00849 for the first intra-aortic balloon (iab) event and MDR #1219856-2010-00851 for the related intra-aortic balloon pump (iabp) event involving the same patient. It was reported that the rn told the clinical support specialist that after the first iab was removed, they had difficulty inserting the second iab. The md attempted to insert the second iab using the same insertion site. While using another teflon sheath in the left femoral artery, the md found it difficult to insert the iab. As a result, this iab was not inserted. There was no reported patient death or injury. The iab therapy was interrupted until the md could insert another iab. There were no reported patient complications. The patient outcome is listed as the patient is still receiving iabp therapy. Additional information received on 11/12/2010 from the ICU rn stated that the insertion issue for the second iab stemmed from the md deploying the balloon prior to insertion into the teflon sheath.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.